Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver (serial number (B)(4)/lot number 5208889) being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of a permanent out of range was not confirmed. A root cause could not be determined.